Event description:
My (B)(6) month old son was standing in his exersaucer chewing on his nuby teething ring. I walked into the kitchen and heard an odd noise. I turned around in time to see him gagging with the full teether in his mouth and him sputtering vomit overflowing past the teether onto his exersaucer tray. His eyes watery and bulging, arms flailing with panic in his face going red. I made it to him after a few seconds, pushing my daughter out of the way tripping on the cat and a few toys. I pulled it out of his mouth. Cleared his mouth and nose. He was pretty shaken up as was my daughter after watching it and being moved aside but in a few minutes I was able to settle them both.